Event description:
During the evaluation of a returned colleague infusion pump, an inoperative pump head module (phm) keypad was discovered on channel b. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.